Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) alleged that the device was not working appropriately. The device was not able to connect with the communicator and an automatic message detailing that the device was not being monitored was displayed. The patient was hospitalized and troubleshooting was performed. This device remains in service. No further adverse patient effects were reported.